Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and was deemed inconclusive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had passed out several times at home and has been having syncopal episodes in the past ten days. The patient presented to the ER (emergency room) with no v (ventricular) pacing output. The device was reported to have no output and a capture management issue. The right ventricular lead was reported to possibly have oversensing and a loss of capture due to insufficient safety margin programed on the v output and a transient increase in v threshold. The device was reprogrammed with a higher output and the patient is being followed one a month. The device and lead remain in use. No patient complications have been reported as a result of this event.